Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician that, the patient contacted the hospital stating that while at home, she had urinated onto his driveline/filter. At the hospital, when the patient was placed in auto mode and/or fixed mode, the system would not increase from 42 bpm. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console to attempt to dry the driveline/filter; nevertheless, the beat rate could not be changed. The pump can no longer be operated under electrical actuation. The patient remains on pneumatic actuation and will remain on pneumatic support until transplant.

Manufacturer narrative:
The patient remains on pneumatic actuation and will remain on pneumatic support until transplant. No further information is available at this time.